Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high thresholds which had cause a fast decrease in device longevity. The right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.